Event description:
Patient presented to the physician with pain at the ipg site and the ipg at an angle. Physician brought the patient into the or, created a new pocket, and sutured the ipg into place.